Event description:
It was reported that an alert triggered for high impedance on the left ventricular (lv) lead. Measurements greater than 3000 ohms were observed with any vector involving the lv1 electrode. Reprogramming was performed for lead polarity, and the issue is being monitored. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.